Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on or about 2009, underwent a total hysterectomy). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included overweight, adenomyosis and uterine enlargement. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (underwent a total hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: the attached brown fimbriated left fallopian tube measures 5.5 cm long x up to 0.7 cm in diameter diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On (B)(6) 2006, hysterosalpingogram showed two radiopaque tubes are seen projecting over the expected locations of the right and left fallopian tubes consistent with clinical history of essure permanent birth control. Iodinated contrast fills the endometrial cavity; however, the contrast does not opacify either the fallopian tubes nor does it spill into the peritoneum. On (B)(6) 2010, pathology report showed uterus and cervix, hysterectomy: - endocervix: chronic cervicitis, negative for dysplasia. - endometrium: secretory phase. - myometrium: leiomyomata and adenomyosis. - right ovary unremarkable; right benign paratubal cyst. - left ovary with hemorrhagic luteal cyst; left benign paratubal cyst.- no hyperplasia, atypical/dysplasia, or carcinoma identified. Gross description: the attached brown fimbriated right fallopian tube, measuring 5 cm in length x up to 0.8 cm in diameter, is cross-sectioned to reveal unremarkable lumen, and within fallopian tube lumen there is a metal string from the proximal portion of tube into the uterus. The attached brown fimbriated left fallopian tube measures 5.5 cm long x up to 0.7 cm in diameter, which is cross-sectioned to reveal unremarkable lumen, and within fallopian tube lumen there is metal string from the proximal portion of tube into the uterus. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage, most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, vaginal discharge, weight gain / loss specify which one: weight gain. Concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included overweight, adenomyosis and uterine enlargement. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation") and allergy to metals ("nickel allergy"). The patient was treated with midol [acetylsalicylic acid,caffeine,cinnamedrine], iron and surgery (underwent a total hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the fatigue, nausea, vaginal discharge, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: the attached brown fimbriated left fallopian tube measures 5.5 cm long x up to 0.7 cm in diameter diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On 20-dec-2006, hysterosalpingogram showed two radiopaque tubes are seen projecting over the expected locations of the right and left fallopian tubes consistent with clinical history of essure permanent birth control. Iodinated contrast fills the endometrial cavity; however, the contrast does not opacify either the fallopian tubes nor does it spill into the peritoneum. On (B)(6) 2010, pathology report showed uterus and cervix, hysterectomy: - endocervix: chronic cervicitis, negative for dysplasia. - endometrium: secretory phase. - myometrium: leiomyomata and adenomyosis. - right ovary unremarkable; right benign paratubal cyst. - left ovary with hemorrhagic luteal cyst; left benign paratubal cyst.- no hyperplasia, atypical/dysplasia, or carcinoma identified. Gross description: the attached brown fimbriated right fallopian tube, measuring 5 cm in length x up to 0.8 cm in diameter, is cross-sectioned to reveal unremarkable lumen, and within fallopian tube lumen there is a metal string from the proximal portion of tube into the uterus. The attached brown fimbriated left fallopian tube measures 5.5 cm long x up to 0.7 cm in diameter, which is cross-sectioned to reveal unremarkable lumen, and within fallopian tube lumen there is metal string from the proximal portion of tube into the uterus. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included overweight, adenomyosis and uterine enlargement. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation") and allergy to metals ("nickel allergy"). The patient was treated with midol [acetylsalicylic acid,caffeine,cinnamedrine], iron and surgery (underwent a total hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the fatigue, nausea, vaginal discharge, weight increased, and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: the attached brown fimbriated left fallopian tube measures 5.5 cm long x up to 0.7 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On (B)(6) 2006, hysterosalpingogram showed two radiopaque tubes are seen projecting over the expected locations of the right and left fallopian tubes consistent with clinical history of essure permanent birth control. Iodinated contrast fills the endometrial cavity; however, the contrast does not opacify either the fallopian tubes nor does it spill into the peritoneum. On (B)(6) 2010, pathology report showed uterus and cervix, hysterectomy: - endocervix: chronic cervicitis, negative for dysplasia. - endometrium: secretory phase. - myometrium: leiomyomata and adenomyosis. - right ovary unremarkable; right benign paratubal cyst. - left ovary with hemorrhagic luteal cyst; left benign paratubal cyst.- no hyperplasia, atypical/dysplasia, or carcinoma identified. Gross description: the attached brown fimbriated right fallopian tube, measuring 5 cm in length x up to 0.8 cm in diameter, is cross-sectioned to reveal unremarkable lumen, and within fallopian tube lumen there is a metal string from the proximal portion of tube into the uterus. The attached brown fimbriated left fallopian tube measures 5.5 cm long x up to 0.7 cm in diameter, which is cross-sectioned to reveal unremarkable lumen, and within fallopian tube lumen there is metal string from the proximal portion of tube into the uterus. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, events added as follows:- nickel allergy added and events abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) outcome added as a recovered and event onset dates were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.